Event description:
Patient was reviewed by ihfm r&d internal monitoring where it was determined that this patient is suspected of sensor inaccuracy. The clinical specialist (cs) emailed the site coordinator recommending sensor recalibration. A right heart catheterization (rhc) was performed on (B)(6) 2026 to confirm the accuracy of the pressure sensor against a reference pressure. The sensor was found to be outside the range of accuracy.

Manufacturer narrative:
The manufacturer's investigation is ongoing. Additional information will be submitted via follow-up report within 30 days of receipt.